Manufacturer narrative:
Sensor 3mh004gfued has been returned and investigated. Observed no physical damage on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported daughter's (customer) freestyle libre 2 sensor detached prematurely. The customer's glucose could not be monitored, and she subsequently felt unwell and lost consciousness. The customer was taken to healthcare provider, and was treated with glucose tablets and then given soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported daughter's (customer) freestyle libre 2 sensor detached prematurely. The customer's glucose could not be monitored, and she subsequently felt unwell and lost consciousness. The customer was taken to healthcare provider, and was treated with glucose tablets and then given soda. There was no report of death or permanent injury associated with this event.